Event description:
The device was placed and drainage was obtained during the procedure. At the time of the removal of the drain, the patient had an approximately 300cc bleed due to a "blood tumor" that had built up in the back. Doctor opined that the drainage was poor because the lumen of the drain was partly narrowed.

Manufacturer narrative:
Date sent to the FDA: 02/16/2006. H6-result code 708: the returned actual device was visually checked and no damge was identified. The drain was attached to a 100cc reservoir bulb. The fluted end was submerged in water and the reservoir activated. There was no leakage. H6-conclusion code 78: no device failure detected. The drain functioned as intended.